Event description:
It was reported that during a da vinci assisted hysterectomy - benign surgical procedure, the long bipolar grasper instrument broke while grasping. The wires on instrument were exposed. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm or injury to the patient. The missing insulation noted in the failure analysis investigation results was not noted during the procedure. The only issue was the instrument breaking and leaving the wire exposed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument's conductor wire had missing insulation. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. The complaint was confirmed by failure analysis.